Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 14-nov-2024. Investigation summary: bd received one sample and one photo for investigation. The customer photo depicts a device with blood pooling/leakage in the rear sample and around the hub. The returned sample underwent functional tests and passed, exhibiting no signs of damage, leakage, or insufficient blood flow during use. It also passed retraction lockout functional tests, showing proper activation with no defects, leakage, or splatter. Additionally, 30 retained samples were tested under similar functional tests and all passed, showing no signs of damage, leakage, or insufficient blood flow. These samples also passed retraction lockout functional tests, indicating proper activation with no defects, leakage, or splatter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. However, it has been confirmed for the indicated failure modes: leakage and splatter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood began to pool in the component below the needle and was not flowing through the tubing. The needle was retracted, then blood splashed onto the patient arm, phlebotomist's gloves and lab coat. No other patient or user impact reported.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood began to pool in the component below the needle and was not flowing through the tubing. The needle was retracted, then blood splashed onto the patient arm, phlebotomist's gloves and lab coat. No other patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.